Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was not tested by dentsply due to the attachment being inoperative at the time the investigation was undertaken. During examination after disassembly, interior cap exhibited slight debris. Interior cap and set assembly lacked lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear and/or debris and corrosion. All components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint. The push button displayed a wear mark on the cap underside indicating the top of the set pusher came into contact with the push button while operating the attachment. This contact may have caused friction which, in turn, may have caused the heat described in the complaint. Dentsply was unable to duplicate this condition due to the attachment being inoperative.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.